Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (RV) lead. No intervention has been performed. The patient was stable and will continue to be monitored.